Event description:
Information was received from consumers regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient and their representative reported that the patient¿s wounds from the removal of their prior pump that was implanted in their abdomen (see manufacturer's report number 3004209178-2025-05508), and the placement of the new pump in their back and the catheter hadn¿t healed. Then around may 6th or 7th, the pump started to protrude and seemed to be starting to flip, so they believed they should have been wearing a brace. The patient stated that they had pain at the pump implant site and the catheter site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.